Event description:
The initial reporter received questionable a1c-2 tina-quant hemoglobin a1c gen.3 (hba1c) results for one patient tested on a cobas 6000 c (501) module. Prior to patient testing, the customer confirmed the hba1c calibration and qc results were acceptable. On (B)(6) 2022, the patient's initial hba1c result was reported outside the laboratory. The patient's physician questioned the reported result and requested the sample to be repeated. On (B)(6) 2022, the customer performed repeat testing with the sample on the same cobas 6000 c (501) module. The patient's initial hba1c result was 9.1%. The patient's repeat hba1c result was 5.3%. The customer determined the repeat hba1c result was correct. The hba1c reagent lot number was 617497 with an expiration date requested but not provided.

Manufacturer narrative:
The customer performed a visual inspection of the sample and no abnormalities were found. The field service engineer found a clot on the reaction cells. He found the rinse tubing damaged. He cleaned the cells and replaced the sample clean. He cleaned the sample probe pathway. The investigation is ongoing.

Manufacturer narrative:
The investigation reviewed the customer's calibration and qc results and the results were within the acceptable ranges. There was no indication for a performance issue of reagent. The investigation reviewed the system's alarm trace and found sample short and abnormal probe sucking alarms noted on the date of the event near the time sample was processed. This is an indication of possible poor sample quality. After service, there were no further issues reported by the customer. The investigation determined the service actions resolved the issue.